Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had a proximal femoral nail antirotation (pfna) nail implanted approximately three (3) years ago. The patient began reporting site pain towards the end of (B)(6), 2015. A revision procedure where the pfna long nail was replaced took place on (B)(6) 2015. Patient outcome is unknown. No reported surgical time delay. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Patient identifier, date of birth, and weight are unknown. Date of post-operative break and resulting patient pain is unknown. Reports indicate that the original implant procedure occurred approximately 3 years ago (2012). It is unknown if the complainant part will be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.